Manufacturer narrative:
Qc prior to the event was within the established ranges, but on the low end of the range. Qc after the event and recalibration was higher. A preventive maintenance was performed earlier in the day. Service reported that the drift could happen after maintenance. Recalibration resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 synchron chemistry analyzer for 16 patient samples. The erroneous results were not reported out of the laboratory. The subsequent testing after recalibration produced higher results, and these results were reported. There was no effect to patients or user.